Manufacturer narrative:
Product event summary: data files were returned and analyzed. The log was file returned from the field and reviewed. One image file was returned. The image file is of an activation map. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventricular tachycardia ablation procedure, radiofrequency (rf) energy was delivered in the ventricle setting for 30 seconds, which immediately induced ventricular fibrillation. Patient had an implantable cardioverter defibrillator ( ICD). The ventricular fibrillation was recognized and treated with external defibrillation within seconds. The catheter was not in contact with the ICD lead but was in close proximity. In other areas of the right ventricle, mapping and ablation with either rf or pulsed field (pf) energy were completed without issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.